Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus and cursor did not align on the screen; the xy printed circuit board (pcb) connections were cleaned and reseated to resolve issue.

Event description:
It was reported the stylus could not be calibrated. The programmer was returned for repair. There was no patient involvement.